Manufacturer narrative:
A1 patient identifier: (B)(6). D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation

Event description:
It was reported that pericarditis occurred. A pulse field ablation procedure was performed using a farawave catheter. Following the procedure the patient was hospitalized for pericarditis and 15mg of toradol was administered. The patient stabilized and was discharged five (5) days post index procedure with instructions to continue nonsteroidal anti inflammatory drugs for two (2) weeks post discharge.